Event description:
It was reported that the device exhibited a flow rate alarm and the battery cover would not open. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log confirmed a record of the high-pressure alarm occurred continuously during pump operation. Functional testing could not replicate the reported issue. The root cause was determined to be a possible defective downstream sensor or cassette product. The downstream sensor was replaced preventively and the upstream sensor re-calibrated. Event service history review identified there was no indication that the complaint was related to a service of the device within the review period.